Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip up fenestrated grasper instrument was detached from the shaft at the top and jammed. The customer also noted that the cover of the disposable trocar was still attached to the shaft. The procedure was completed as planned with a different back-up instrument with no patient harm. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding this event: the tip-up fenestrated grasper instrument could not be removed and sent to central sterile service department (cssd) with a disposable trocar on the shaft. Cssd staff removed it as best as they could during the reprocessing and noted that the metal ring is still attached to the shaft. The reason why the instrument could not be pulled out is an offset/defect at the top of the instrument of the black plastic with the metal ring of the grasper itself. It was confirmed that the reported issue occurred during the procedure. The procedure was completed as planned with a different back-up instrument. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tip up fenestrated grasper instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the tip up fenestrated grasper instrument (part# 470347-11 / lot# n11210628-0011) associated with this event has been performed. Per logs, the instrument was last used for a procedure on 22-jun-2022 using system sk1688 for a pulmonary lobectomy procedure. The instrument had 6 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged the tip up fenestrated grasper instrument could not be removed from the cannula due to a loose component during a da vinci-assisted pulmonary lobectomy surgical procedure. A loose component at the top of the instrument could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10 intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue of a broken main tube. The piece measuring proximately 0.079¿ x 0.051¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. The tip-up fenestrated grasper instrument also had scratch marks on the main tube. The scratch marks were 0.134¿ - 1.231¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. The cover of the disposable trocar was still attached to the shaft. Failure analysis information was also provided regarding the reducer that was attached to the main tube. The tip of the reducer was returned stuck on the tip-up fenestrated grasper instrument. The tip measures approximately 0.554 "x 0.456". The shaft and the handle of the reducer were not returned. The root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2 and h3. Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument associated with this complaint and completed the device investigations. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the main tube broken to be related to the reported complaint. The tip-up fenestrated grasper instrument was found to have the main tube broken at the distal end likely causing the instrument to be jammed and a piece measuring approximately 0.079¿ x 0.051¿ was not returned with the instrument. The root cause of the broken instrument main tube is typically attributed to mishandling/misuse. Additional finding related to customer reported complaint was also identified: the tip-up fenestrated grasper instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.134¿ - 1.231¿ in length and were not aligned with the tube axis. The root cause of this failure is typically attributed to mishandling/misuse. Additional information reported by site was also identified: the customer also noted that the cover of the disposable trocar was still attached to the shaft. For clarification, the tip of the reducer was still attached to the main tube.